Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rising to 600 mg/dl. The customer was assisted with a correction bolus for their blood glucose. Customer delivered 19 units of insulin to their body. It was also found the customer experienced a high blood glucose from a bent cannula. The customer was able to lower their blood glucose to 300 mg/dl at the end of the call. The insulin pump will not be returned for analysis.